Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that after recent servicing of their information center ix, the red alarm caregroup/overview pop up/alert tone behavior was not as expected. No patient harm was reported; the device was in use monitoring patients at the time.